Event description:
It was reported patient lost effective therapy due to high impedances on the lead. X-ray confirmed the lead had moved slightly. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6).